Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
Agility lp handle assembly and talar impactor broke during a resident demonstration.

Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed the celcon impaction feature is chipped. The overall condition of the instrument indicates heavy usage and multiple decontamination procedures. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 2006) and has been subjected to heavy usage as has worn out. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.